Manufacturer narrative:
Device expiration date: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s2: occurrence: unable to perform complaint lot history check due to an unknown lot number for bent pen needle breaks off during use pen & needle stick pen. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd pen needle experienced the cannula breaking off or pulling out during use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. Verbatim: patient poked several times trying to give herself an injection. She is unsure of whether patient sought medical attention or how she treated. Representative from distributor reported on behalf of a consumer reported 1 bent on pe needle and 1 broken needle incident occurred during trouble shooting. When the consumer removed the pen needle silver piece septum of the needle remained. It occurred during trouble shooting with the pen. Incident date - (B)(6) 2019.